Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va11p6v, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead.

Event description:
Information received from a healthcare professional (hcp) for a clinical study reported that there was a lead fracture. Intervention included an explant/replacement of the lead on (B)(6) 2016. The lead was disposed of according to biohazard instructions and resulted in an unscheduled clinic or office visit. Device interrogation showed high impedances on (B)(6) 2016. There was a report that the event was possibly related to the device or therapy and not related to the implant procedure. The patient had impedances of greater than 4000 and believed the loss of efficacy was due to the lead fracture. The issue was resolved without sequelae on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient's relevant medical history included urgency frequency, sexual dysfunction, prostrate surgery, and hypertension. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va11p6v, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no mention of cause. After interrogation, there was concern for lead fracture, and it was decided to revise the lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.